Event description:
Hung the feed to run 21 cc over 2 hours; when pump was checked, noticed that only 8 cc had been administered. Patient glucose was > 100 with no residual. Girth decrease of 1 cm. No harm to patient.